Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated arterial filter hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 8m did not oxygenate. There was no report of patient injury. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The inspire 8m hollow fiber oxygenator was not available for return, as it was discarded by the user. The reported complaint and root cause for this event could not be determined and no corrective actions could be identified, however sorin group (B)(4)has an ongoing CAPA for this type of issue. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. Device discarded by customer.

Manufacturer narrative:
The unit has not been returned to sorin group (B)(4) for investigation. The custom pack item in00539 is not distributed in the USA, but it is similar to the inspire 8m oxygenator item 050601, which is distributed in the USA ((B)(4). Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated arterial filter hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 8m did not oxygenate. There was no report of patient injury. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the inspire 8m did not oxygenate. There was no report of patient injury.